Event description:
It was reported the patient was unable to adjust his stimulation as the (-) and (+) buttons of the programmer are malfunctioning. The patient reported when he pushes either button he gets an ¿all or nothing¿ response and is unable to make incremental adjustments. A replacement programmer was sent to the patient. The sjm rep is working with the patient on reprogramming with the new programmer.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.